Event description:
Consumer called us on the rest assured line to complain she bought it and followed the instructions to a t. It was working great and then after the fourth day of use all of the sudden she went to get it out to use it and noticed the bottom was separating from the top.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.